Event description:
On (B)(6) 2012, it was reported that the vns patient was having a revision of his vns system that day. The surgeon put the new lead on the nerve and decided to connect the new generator to the lead prior to tunneling the lead in case he needed to adjust the positioning of the electrodes. The physician inserted the lead and tightened the set-screw until he heard the clicks and a system diagnostics test was performed. The impedance was fine so the surgeon tried to turn the screw back to remove the lead but the lead pin was stuck and would not come out of the generator header. He unscrewed the screw more until it was almost out of the header but the lead still would not come out of the generator header. The surgeon then tried to insert the torque wrench directly into the screw and push down while trying to remove the lead in case it was an air pocket trapping the lead but the lead pin still wouldn't come out. The surgeon then pulled the lead herder which resulted in the silicon being pulled right back with the lead wires exposed and the lead pin still stuck in the header of the generator. The lead was therefore removed from the patient and a new lead and generator were explanted. The torque wrench was disposed of so it could not be returned for product analysis. It was reported that the lead and generator will be returned for product analysis but they have not yet been received by the manufacturer to date.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. Results of diagnostic testing indicated the device was operated and communicated properly. Leads were inserted into and removed from the header cavity with no difficulties. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The manufacturing records for the lead were reviewed and the device met all specifications prior to shipping.

Event description:
Additional information was received on (B)(6) 2012 when it was discovered that the explanted lead and generator were going to be returned to the manufacturer for product analysis. The products were received by the manufacturer on (B)(6) 2012. Product analysis on the lead was completed on (B)(6) 2012. The connector pin / connector ring section were not returned inside the cavity of the generator; therefore a complete evaluation could not be performed on the entire lead product. With the exception of the torn connector boot section, the condition of the returned lead portion is consistent with conditions that typically exist following an attempted product implant. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is evidence of a torn connector boot. Product analysis on the generator is still underway and has not yet been completed.

Manufacturer narrative:
Analysis of labeling performed. Device manufacturing records were reviewed. Review of manufacturing records confirmed lead item met specifications prior to shipping.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Evaluation codes, corrected data: previously submitted MDR indicated evaluation codes for the generator; however, as the suspect medical device was the lead, this has been corrected. This report is being submitted to correct the aforementioned information. Device failure occurred but did not cause or contribute to a death or serious injury

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.